Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy had stopped due to a power on reset (por) error message on their programmer. The patient stated their device will not charge. They also noted getting the ¿call your doctor¿ icon with the warning por message. The patient confirmed they were getting ready to recharge their device when they saw the por. They mentioned that they had fallen in the tub on (B)(6) 2017, but did not fall on their back. The patient stated that the por message could not be cleared. They were redirected to their healthcare provider to have the device interrogated. No further complications were reported. The patient was implanted for complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their por has not yet been resolved, but they have made an appointment with a manufacturing representative to have it reset. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported.